Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was zip ties causing leaks. Additional malfunction for this device was the control panel was broken.